Manufacturer narrative:
Received one device. Visual inspection found that the right flange hole was observed to be torn through. The deformation of the tear was observed to be uneven. He complaint of a tear can be confirmed. The probable cause is due to the velcro strap used during intubation, which may have contributed to stress on the eyelet and subsequent damage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the tube was cracked on the flank, in the hole where the velcro strap is fixed. The tube had been used for 6 weeks, cleaned according to the instructions and used again for 3 weeks when it then broke. There was patient involvement.